Manufacturer narrative:
The reagent lot number is 71725901 with an expiration date of 30-jun-2024. The customer's calibration results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and numerous abnormal aspiration errors were observed. These are indicators of possible poor sample quality. The field service representative found the instrument to be contaminated. He cleaned the black water tanks, cleaned and decontaminated the instrument, performed a bath exchange, and discussed cleaning the water tanks with the customer. He verified the instrument by performing cell blank and photometer checks and having the customer perform calibration and qc successfully. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ca2 results for multiple patient samples on a cobas 8000 c 702 module. One example was provided. The initial result was 6.684 mg/dl. The repeated results were 8.972 mg/dl and 9.0 mg/dl. The result of 9.0 mg/dl was believed to be correct. The samples were repeated due to the customer noticing a large number of low results and samp.c flags.